Manufacturer narrative:
Investigation results: device evaluated by MFR: the 6x150mm, 150cm ranger dcb device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test was carried out which identified a balloon pinhole located approximately 44mm distal of the proximal markerband. As per specification 90144105 the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted. A visual and tactile examination of the hypotube shaft found no issues. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the 6x150mm, 150cm ranger dcb device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely superficial femoral artery and popliteal artery. A 6x150mm, 150cm ranger dcb balloon catheter was advanced for dilation. During the procedure, when inflating the balloon, it was noted that a leakage occurred and also, the there was a pinhole noted with the balloon. The device was removed without any problem, and the procedure was completed with another of the device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the ranger was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test was carried out which identified a balloon pinhole located approximately 44mm distal of the proximal markerband. As per specification 90144105 the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted. A visual and tactile examination of the hypotube shaft found no issues.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely superficial femoral artery and popliteal artery. A 6x150mm, 150cm ranger dcb balloon catheter was advanced for dilation. During the procedure, when inflating the balloon, it was noted that a leakage occurred and also, the there was a pinhole noted with the balloon. The device was removed without any problem, and the procedure was completed with another of the device. There were no patient complications as a result of this event.